Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump received a motor error alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed motor error during rewind. No troubleshooting was performed. The insulin pump is not expected to return for analysis.